Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to the set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a connection issue occurred when the nurse tried to connect the transfer set to the adapter. The peritoneal dialysis registered nurse (pdrn) stated that when she would try to twist the transfer set on to the adapter, the transfer set kept clicking but would not connect to the adapter. There was no obvious damage to the transfer set. When the adapter was replaced, the connection issue persisted. However, when the transfer set was replaced with a set from a different lot number, the issue was resolved. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.